Manufacturer narrative:
Only the pusher and microcatheter were returned for evaluation. An in-house stent was able to successfully advance, retract, and deploy through the returned microcatheter without resistance. The investigation of the returned components did not find any damage or other anomaly that would have caused or contributed to the reported complaint. Since the stent was not returned, the investigation could not test for or further assess the alleged resheathing issue.

Event description:
As reported: when the fred stent concerned was deployed at the lesion and attempted to be resheathed, the stent could not be retracted back into the microcatheter. The stent had to be withdrawn along with the microcatheter and removed from the patient. The stent was checked outside the patient¿s body and it was found that the stent could not be pulled from the approximately 5 cm tip of the microcatheter. The stent was replaced with another stent of a different size and a new microcatheter was used to continue the procedure. Subsequently, the procedure was successfully completed. No health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: when the fred stent concerned was deployed at the lesion and attempted to be resheathed, the stent could not be retracted back into the microcatheter. The stent had to be withdrawn along with the microcatheter and removed from the patient. The stent was checked outside the patient¿s body and it was found that the stent could not be pulled from the approximately 5 cm tip of the microcatheter. The stent was replaced with another stent of a different size and a new microcatheter was used to continue the procedure. Subsequently, the procedure was successfully completed. No health damage to the patient.